Event description:
Pt's meter was reportedly giving inaccurate high readings. Medical affairs was unsuccessful in contacting the pt for more info. Per documentation, pt got a reading of 228 mg/dl on the meter. Pt did not have any symptoms. The spouse called the paramedics and the blood glucose on the emt meter was 41mg/dl. The difference between the two tests was 10 minutes. Pt was given glucose. No further clinical info was provided. A letter is sent to the pt to try and contact pt for more info.